Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient's device was explanted due to an epidural hematoma. Additionally, the patient reported loss of sensation of the lower limbs and therefore was sent to a rehabilitation facility. Follow-up indicated the patient has had some left leg improvement and is undergoing therapy to regain more feeling and movement in the legs.